Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a ¿call service (cs) 69¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot; therefore, the remaining steps were unable to be completed. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box in the black box. A component failure was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.